Manufacturer narrative:
Analysis inspected one opened or used sensor and performed continuity resistance test. Sensor failed per specifications. Unable to confirm adhesive anomaly on opened or used sensor.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 89 mg/dl. The current sensor glucose value is 40. The sensor glucose and blood glucose is not within acceptable range. Customer was advised to allow sensor to stay off for two hours and call back. Customer agreed.

Manufacturer narrative:
Analysis inspected one opened or used sensor and performed continuity resistance test. Sensor failed per specifications. Unable to confirm adhesive anomaly on opened or used sensor.